Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the blade got peeled off from the balloon. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. After the procedure, when the device was removed from the sheath, the blade was noted to have peeled off from the balloon. There was no resistance noted during the removal of the device. The procedure was completed with the same device. No patient injury were reported.